Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient compilations nor injuries reported.